Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch # 826d25. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a paper with the circular cut and with malformed staples. Due to the form of the staples and the closing issues, it is possible that the device was fired with an incorrect anvil or with the anvil incorrectly placed. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples; a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device opened and closed without any difficulties noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 826d25 / 00cdh29b, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open right hemicolectomy, the instrument reached the closure stop (stopped turning/closing) after being assembled, preventing the surgeon from reducing the staple closure gap to the minimum desired, although it remained within the green range. The entire device was replaced and the anastomosis was completed uneventfully with the new device. The stapler was fired outside the sterile surgical field, and the staple line was completed, with deformed staples present. No patient consequences were reported and the procedure was delayed by 20 minutes.